Event description:
It was reported that approximately 5 months post implantation of a left total hip arthroplasty, the patient is being considered for a revision due to hip pain and cup migration medially into the pelvis. There are no known contributing conditions except for poor bone quality. No additional information was available.

Manufacturer narrative:
(B)(4). D10: cat# 110010268; lot# 65750829; g7 osseoti multihole 60mm g. Cat# 00625006525; lot# 65977397; bone screw self-tapping 6.5 mm dia. 25 mm length. Cat# 00625006520; lot# j7562755; bone screw self-tapping 6.5 mm dia. 20 mm length. Cat# 00625006540; lot# j7670803; bone screw self-tapping 6.5 mm dia. 40 mm length. Cat# 110031013; lot# 66245371; 28mm i.d. 46mm o.d. Size g bearing. Cat# 00877502802; lot# 3175526; bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14. Cat# 40110024465; lot# 66364960; g7 dual mobility liner 46mm g. The product remains implanted and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The patient had poor bone quality. It is unknown if that contributed to the reported issue. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.